Event description:
Reporter indicated that high lead impedance readings were obtained during a routine office visit. The physician said the pt fell and hit his head recently; however, there did not appear to be any trauma to the neck. X-rays were taken and sent to the MFR for review. The lead pin did not appear to be fully inserted past the connector block; however, a lead discontinuity cannot be ruled out. The surgeon's office stated that they plan on trying to reconnect the lead pin first and if that does not resolve the issue, then they will replace the lead. Revision surgery is likely to address this issue.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.